Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt. The lens was noted to be scratched, and the downstream occlusion sensor (dso) was contaminated. No error code was found in the ehl (event history log). Troubleshooting and functional testing was performed. The customer reported issue was not duplicated due to the pump being stuck in software download mode. The root cause of the reported issue is unknown as no problem was found. The downstream occlusion sensor was replaced for preventive measure. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous 12 months (serviced on 01/2020) and there was no indication the complaint was related to previous service of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a defective cassette assembly was experienced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.